Manufacturer narrative:
Customer returned pump for an alleged pump error 68, 75, 23, 49 on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test, and failed self test due to pump error 75. Successfully downloaded history files and traces using thump. Pump error 75 confirmed in the history files on (B)(6) 2022 11:16:49.000. Pump error 68 confirmed in the history files on (B)(6) 2022 10:54:04.000. Pump error 49 confirmed in the history files on (B)(6) 2022 10:54:22.000. Pump error 23 confirmed in the history files on (B)(6) 2022 10:54:33.000. Unable to bypass open book. The pump was cut open to perform a visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor/motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked cracked case (battery tube) pillowing keypad overlay pump error 75 confirmed due to moisture damage and occurred during self test .pump error 68, 23, and 49 not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had multiple pump error alarms. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device. The device will be returned for analysis.